Event description:
It was reported in a literature publication that 540 patients were treated with xlif and bmp. One patient was treated with l4-5 xlif following a failed nucleus replacement. No supplemental instrumentation was used. At 6 months postoperative, the patient developed severe (10/10) right left pain (contralateral to approach) and back pain. CT showed extensive ectopic bone growth into the neural foramen, which required a foraminotomy to address at 12 months postoperative.

Manufacturer narrative:
Literature article citation: smith et al. Complications with rhbmp-2 in lateral approach spine surgery. Proceedings of the nass 27th annual meeting / the spine journal (12 (2012) 91s-92s). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.